Manufacturer narrative:
The exact implant date was not available, therefore the date 10/15/2014 was used as estimate according to gfe response.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence believed to be due to device age and urethral atrophy. A surgical procedure was performed, during which all components were removed, but no new aus was implanted due to excessive scar tissue around the bulbous urethra and perineal incision. There were no further patient complications reported.